Event description:
When surgeon has done the first stitch with the inserter needle, they pushed the trigger and the first t has been fixated out by the capsule in the right position. They pull the needle back to make the second stitch and then the t2 get loose from the inserter in the joint without that anybody has pushed the trigger. The implant (t2) has to be cut out from the meniscus. They were able to suture the meniscus when they took new fastfix 360 implants. The result of the meniscus repair was satisfied but it took extra time and extra cost to do the surgery. Additional information confirmed that t1 were left unsupported outside the capsule.

Manufacturer narrative:
Only the inserter was returned for evaluation. No suture or ts were returned. The investigation is limited to dimensional inspection of the returned insertion device and a review of both the device history records and quality records associated with this manufactured lots. The insertion device was measured and found to meet print specifications. Functional test of the devices trigger showed it advanced and retracted as per design specifications. No root cause related to the manufacturing process can be established. (B)(4).